Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump would not turn on after changing out the battery several times. Blood glucose was 400 mg/dl at the time of incident. No symptoms reported but patient treated with syringe. Troubleshooting was performed and issue was resolved. Reservoir will not return for analysis.